Event description:
Rptr passed out on 7/15, was taken to the hosp and admitted for treatment of dehydration and hyperglycemia (hospital glucose test was "700 something"). For approximately 2 weeks prior, results were persistently "20, 30, lo, lo" leading pt to eat. In response to low readings, hcp advised not to take rptr insulin on 7/15. An hcp reported control results out of range with strips, while other test strips were in range when tested. Rptr's strips had an oval line through test spot as if exposed to deleterious conditions; rptr deneied storing strips out of the vial.